Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the silicone foley catheter balloon deflated after a week and a half of use. No medical intervention was required. Allegedly the catheter was inflated with 10cc of water.

Event description:
It was reported that the silicone foley catheter balloon deflated after a week and a half of use. No medical intervention was required. Allegedly the catheter was inflated with 10cc of water.

Manufacturer narrative:
The reported event was unconfirmed. The visual evaluation of the returned sample noted one unopened (within sealed original packaging), unused silicone catheter present. The package was unsealed and the catheter was removed. Visual inspection of the catheter surface noted no obvious visible defects. The catheter balloon was inflated with 10ml of methylene blue solution (3 drops 1% aq methylene blue per 100ml of distilled water). No lumen to lumen leakage was observed, and no leaks along the shaft or around the catheter balloon were observed. Balloon concentricity was observed to be 50:50. The catheter was allowed to rest for 60 minutes. No leaks were observed in this time period. The catheter was then flushed from the drainage funnel to the eyes with 100ml of methylene blue. No leaks were observed along the shaft. The catheter balloon passively deflated 10ml of methylene blue with no cuffing or ridges were observed on the balloon following deflation. Active length of the catheter balloon was measured (0.6460") and found to be within specification (0.6" - 0.9"). Overall catheter length was measured (17.23") and found to be within specification (16.875" - 17.875"). The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿bardia all-silicone foley catheter caution: federal (u.s.a.) Law restricts this device to sale by or on the order of a physician. Sterile unless package is opened or damaged. Warning: on catheter, do not use ointments or lubricants having a petrolatum base. They will damage silicone and may cause balloon to burst. Caution: do not aspirate urine through drainage funnel wall. Storage: store catheters at room temperature away from direct exposure to light, preferably in the original box. Single use only. Do not reuse. Do not resterilize. For urological use only. Valve type: use luer syringe. Do not use needle. Recommended inflation capacities 3cc balloon: use 5ml sterile water 5cc balloon: use 10ml sterile water 30cc balloon: use 35ml sterile water do not exceed recommended capacities. Warning: after use, this product may be a potential biohazard. Handle and dispose of in accordance with accepted medical practice and applicable laws and regulations. Note: aggressive traction, particularly in the presence of suturing, is not recommended for 100% silicone foley catheters. To deflate catheter balloon: gently insert a syringe in the catheter valve. Never use more force than is required to make the syringe ¿stick¿ in the valve. If you notice slow or no deflation, re-seat the syringe gently. Allow the balloon to deflate slowly on its own. Do not aspirate or manually accelerate the deflation of the balloon. If permitted by hospital protocol, the valve arm may be severed. If this fails, contact an adequately trained professional for assistance, as directed by hospital protocol. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient. Visually inspect the product for any imperfections or surface deterioration prior to use.¿